Manufacturer narrative:
(B)(4). The reported set screw anomaly was confirmed in the laboratory. Upon receipt, a partial lead was observed stuck in the atrial lead bore. The svc, v-tip, v-ring, and rv set screws had silicone in their hex cavities, which prevented full insertion of the torque driver into the hex cavity.

Event description:
It was reported that the patient was in for a routine ICD change, and during the procedure it was noted that the physician had difficulty engaging distal pin setscrew with screwdriver in device header on the atrial lead. The lead could not be removed from the device header after several troubleshooting attempts. The physician then decided to cut atrial lead and cap. The patient's condition following the procedure was normal.